Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID: 3777-60, serial# (B)(4), implanted: (B)(4) 2011, product type: lead. Other relevant device(s) are: product ID: 3777-60, serial/lot #: (B)(4), ubd: 28-apr-2015, UDI#: (B)(4); product ID: 3777-60, serial/lot #: (B)(4), ubd: 21-dec-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for radicular pain syndrome (radiculopathies) and spinal pain via a manufacturer¿s representative (rep). The rep reported that the patient was having a regular battery replacement and one of the leads was cut. The rep noted it was unknown which serial number belonged to the lead that was cut, but one of the two were cut. The rep reported that they both remain implanted, but only one could be used. The rep reported that the bad lead was left abandoned in the patient but not plugged into the battery. The rep noted that a plug was used to fill the channel. The working lead was placed in the 0-7 port. No surgical intervention was planned. The issue was resolved. No further complications were reported.